Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 2 years 6 months post implant of kugel patch, this obese patient was diagnosed with hernia recurrence, pain and fibrosis thereby underwent repair procedure. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents kugel patch (device #2). An additional supplemental emdr is submitted to represent composix mesh e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2007 - patient was diagnosed with multiple incisional hernias thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, "the hernia sac was reduced and adhesions were lysed. A composix e/x mesh (device #1) was placed in the abdomen and sutured it to the anterior abdominal wall." On (B)(6) 2010 - patient was diagnosed with recurrent ventral incisional hernia with strangulated small bowel thereby underwent repair with the implant of kugel patch (device #2). Per operative notes, "two additional ventral hernias were found below the recurrent ventral incisional hernia, strangulated and the clear serous fluid was evacuated. Further exploration revealed the fascia to be widely separated and joined with mesh (device #1) superior to the recurrent ventral incisional hernia. The defect was opened slightly, reduced small bowel which was dusky and ischemic. There were some chronic adhesions of one portion of the small bowel to the hernia sac. An oval kugel composite mesh (device #2) was then placed and secured to the fascia.¿ on (B)(6) 2011- patient underwent laparoscopic cholecystectomy repair. On (B)(6) 2013 - patient had painful bulge at the upper end of a long midline incision and was diagnosed with recurrent incisional hernia thereby underwent repair. Per operative notes, "fibrotic scar tissue was encountered. Inferiorly, the defect was dissected out down to the level of the previously placed mesh from his prior incisional herniorrhaphies. A piece of synthetic mesh was placed then subfascially and sutured." Attorney alleges that patient had nerve damage, bowel removal, hernia recurrence, pain and emotional injuries.